Manufacturer narrative:
Technical services evaluated the returned product and confirmed the image issue. The battery and display was found to be broken. The device was repaired and returned. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions. Additional part used: gs pgvl video monitor; catalog: 0231-0003; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor with baton 3-4, the video image was very dark and the image starts okay but intermittently gets a blank, white screen. It was unknown if a back-up device was reportedly used. No delay in the procedure was noted. No harm to patient or user was reported.